Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for heart failure on (B)(6) 2018. On 07/17/2018, there was no observed issues with the cartridge, infusion set tubing or cannula. However, contact changed the infusion site because "it did not seem good". Blood glucose (bg) was "all over the place" while in the hospital and customer went into cardiac arrest. Contact alleged bg fluctuation was related to heart failure and not related to the pump supplies. The contact declined to provide further information regarding the relationship to the infusion site and hospitalization. Upon follow-up, the contact again declined to provide additional information. Type of infusion set was not provided.